Event description:
Customer reported the as3000 anesthesia system would not ventilate in child mode test. No pt injury was reported.

Manufacturer narrative:
Mindray service representative reseated all system seals and calibrated the o2.